Manufacturer narrative:
Findings: pump was monitored. All operating currents tested within spec range. No failed batt test alarms, weak batt alarms or unexpected batt out limit alarms noted. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Motor tested ok. Cracked case near lcd window, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads noted.(B)(4)

Event description:
It was reported that the customer had a weak battery alarm on the insulin pump. Customer's blood glucose level was 357 mg/dl. Customer started out as a weak signal and then it went to a bad battery alert. Customer changed the battery using four different batteries. Customer now has a motor error. Customer is currently using a back-up plan. Customer went to the intensive care unit at the hospital because her brother had a heart attack. Customer was advised to clear alarms. Customer treated with a manual injection. Troubleshooting was performed and customer did not receive another failed battery test. Customer was advised to monitor the pump. A replacement battery cap will be sent as a courtesy to rule out any possible issues with the battery cap. No additional information provided.